Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor adhesive caused red bumps on her skin. Customer also reported that the insulin pump's battery compartment was cracked, the display was cracked, and the act button was intermittently responsive. Blood glucose level at the time of the incident was not provided. The customer declined troubleshooting and the insulin pump was not replaced or returned for analysis.